Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device exhibited noise on the right atrial (ra) channel and low evoked response (ER). The noise was oversensed on the ra channel and lead to false atrial tachycardia response (atr) episode. The noise was noted on both ra and shock channel which was believed to be caused by electromagnetic interference (emi). Isometrics was not performed as the patient had a right sided stroke with aphasia. This ICD system remains in service. No adverse patient effects were reported.